Event description:
On august 13, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt takes 46 units of novolin insulin and 20 units of novolog insulin twice a day. The pt indicated that the alleged meter issue started in the day of event in 2009, at an unspecified time. As a result of the alleged issue, the pt administered self-care by taking his usual daily dosages of insulins. At about 2 days later, at an unk time, the pt claimed that he developed symptoms of blurred vision and extreme tiredness. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes mgmt regimens, what actions the pt took before and after the symptoms developed, if he felt as though he could have prevented the symptoms from developing if he had been able to test, and if the pt attributed the symptoms to high or low blood glucose. The pt did not have a replacement battery for troubleshooting the alleged meter issue. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.